Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation. Two photos were provided to our quality team for investigation. Upon photos evaluation, it was observed that the expiration date is incorrect. It should be 2029-04-30, however all three packages have expiration date 20-41-27. The condition observed is non-conforming per product specification. Potential root cause for the incorrect expiration date defect is associated with the packaging process. As corrective actions, quality alert will be issued to the plant, and re-training will be provided to responsible associates. Bd also updated computer program to not allow an incorrect format to be entered. Furthermore, a device history record review was completed for provided lot number 4142788. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material# 302995, batch# 4142788. It was reported that the bd syringe 10ml ll s/c 200 label content was incorrect. The following information was provided by the initial reporter: verbatim: expiration dates are not aligning. Additional information provided: date issue found: 09-17-2024. Date issue reported: 09-18-2024. Expiration date printed on box: 04-30-2029. Expiration date printed on individual package: 20-41-27.